Manufacturer narrative:
(B)(4). Estimated event date (reported as having occurred on either (B)(6) 2014) (B)(4) - incorrect device preparation. It should be noted that the device instructions for use (IFU) state in the preparation for use section to submerge the balloon in sterile heparinized normal saline to activate the coating. Step 5 of the IFU states to evacuate air from the balloon segment. Lack of soaking the balloon prior to use to activate the coating could contribute to balloon ruptures during inflation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part and lot number were not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the 2.5 mm trek rx, unknown length, was not prepared outside of the body. It is the hospital procedure to not wipe down and not soak in heparinized saline. The trek was advanced to the target lesion and negative pressure was applied before it was inflated with a non-abbott, non-digital inflation device. The trek was unable to reach nominal pressure of 8 atmospheres; therefore, the user decided to stop inflation. Additionally, the 50/50 contrast mix could not be seen in the balloon on fluoroscopy when it was inflated. The trek was unable to be deflated. Since it had not reached nominal pressure, the inflated trek was able to be removed from the lesion without issue. There were no adverse patient effects. After removal from the anatomy, the trek was confirmed to still be inflated, but it was hard to tell if it was filled with contrast or air. The same inflation device was used with a stent without incident. There was no additional information provided.